Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. Product ID 37754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that recharging their implantable neurostimulator (ins) was taking too long. They tried charging during the report but saw poor coupling. Repositioning the antenna didn¿t resolve the issue. It was noted that these issues started about 2 weeks prior to the report and the patient was not getting any boxes filled up when recharging and they had to use an ice pack or sit up against something hard to charge. The patient had gained some weight and their implant site felt different. They had tried using the antenna locate feature. The patient was not sure what caused the coupling issues but noted that they were thinking maybe their ins had moved or maybe it was their weight. It was also noted that for a month or two prior to the report the patient¿s recharger was getting hot so they would try to put an ice pack against it to charge. However, at the time of the report the patient had to use two ice packs. The recharger antenna was damaged so they were sent a replacement recharger antenna. The patient was implanted for non-malignant pain and other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.